Event description:
It was reported that a shaft break occurred. The 98% stenosed target lesion was located in the severely tortuous and moderate to severely calcified mid obtuse marginal artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. During the procedure as the stent was being force to cross the lesion, the mid shaft was broke in half. A guidezilla catheter and a telescope were used to assist the stent to cross the lesion but the attempt was not successful. The device was removed intact by pulling it out. The procedure was performed with angioplasty and was completed. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. The 98% stenosed target lesion was located in the severely tortuous and moderate to severely calcified mid obtuse marginal artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. During the procedure as the stent was being force to cross the lesion, the mid shaft was broke in half. A guidezilla catheter and a telescope were used to assist the stent to cross the lesion but the attempt was not successful. The device was removed intact by pulling it out. The procedure was performed with angioplasty and was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the distal end of the crimped stent was damaged with stent struts misaligned. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. The device was received in two sections as a result of a break in the hypotube. The break was located at 25.5 cm distal to the strain relief. A visual and tactile examination found multiple kinks along both sections of the break. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.